Event description:
Rptr's wife had to have a mechanical mitral valve excised and replaced because it had failed in the "hinge" area. In 1978 pt underwent successful mitral commissurotomy. She did well until 1988, 10 years later, when she presented with severely symptomatic restenosis of her mitral valve. A prosthesis was implanted at that time. Historically she seemed to do very well but 8 years following surgery, she developed a history of new murmur, exertional dyspnea, and scleral icterus. She underwent echocardiography which showed central regurgitation through her mitral valve apparatus with no paravalvular leak. In surgery there was no evidence of thrombus or fibrous material around the valve. The valve was completely healed into the heart and there was no evidence of paravalvular leak. There was, however, evidence of leak around the posterolateral hinge mechanism of the posterior leaflet, allowing a single discrete of mitral regurgitation to be present. There was only one regurgitant jet which seemed to originate from the posterior hinge mechanism of the prosthesis. Because of this abnormal jet it was felt that pt's regurgitation was secondary to wear of the hinge mechanism. The valve was then incised and carefully excised from the heart, leaving the sewing ring behind.